Event description:
It was reported that blood backed up into the retractable collar of a microbore catheter extension set with one-link needle-free IV connect during an infusion. There was no patient injury. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed and the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.